Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon receiving high voltage therapy from their device. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator inappropriately delivered the shock for supraventricular tachycardia (svt) upon misinterpreting the sensed signals. Programming changes were made. The patient was discharged.